Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with a fungal (candida) pd catheter infection. The patient had to have the pd catheter removed and would be transitioned to in-center hemodialysis. Additional details documented that the patient was not confirmed to be diagnosed with an infection. The culture results are not available, and the patient remains on pd and hospitalized. The patient¿s catheter was not pulled. The reported adverse event is related to the use of non-(B)(6) product. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).